Manufacturer narrative:
MFR received date: 04 dec 2019. The manufacturer's international service technician evaluated the device and confirmed a touch screen failure. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported a touch screen malfunction during a pre-use check of the unit. There was no patient involvement.